Event description:
It was reported that a patient experienced peritonitis manifested by fever coincident with peritoneal dialysis (pd) therapy. The patient was already hospitalized for a unrelated issue. On the same day as the onset of peritonitis, the patient started treatment with ceftazidime (625 mg, nightly and intraperitoneally) for peritonitis. Four days later, the pd catheter was removed due to difficulty with draining from the events of peritonitis and pd therapy was discontinued. No dialysis was performed and patient was maintained with medication and diet. Seven days after the catheter had been removed, a new pd catheter was placed and pd therapy was restarted. Two days later, ceftazidime was discontinued. The patient was still hospitalized. The patient recovered from the peritonitis. The cause of peritonitis was unknown. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Concomitant product: homechoice low recirculation volume apd set with cassette. This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d08067, h13e31025, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.